Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Doctor reports patient a status post right total hip done approximately 10 years ago had a fall, now has a peri prosthetic fracture around the femoral stem. Doctor decided to revise the hip to a long stem restoration. The surgery was performed per surgical technique. The restoration modular stem was implanted and a trial reduction performed. The final head was implanted and surgical site was closed. The surgery was performed without incident.